Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level of 380 (mg/dl) and reverted to manual injections. Due to occlusion alarm occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed by tandem technical support. It was indicated that manual injections were available for diabetes management.